Event description:
Procedure type: gynecology. According to the reporter: the bag was broken during procedure. A piece of the bag fell into the pt's cavity and was retrieved. The surgical time was not extended by more than 30 minutes due to the product problem nor was the incision extended by more than 1 inch (2.54 cm) due to this problem.

Manufacturer narrative:
(B)(4).